Event description:
The procedure was to treat an occluded graft in the rca. After placing a filter wire, the 3.5/28 vision was advanced and deployed. There was no flow, so the results of the stent deployment could not be seen. The procedure continued by deploying the 3.5/18 vision, and there was still no flow, so it could not be seen if either stent was fully deployed. The filter wire was retracted through both stents with a lot of resistance, which resulted in mangling both stents into a ball, and occluding the vessel. An attempt was made to access this area with a new guide wire but was not successful. The procedure was aborted at this point, and the pt is reported to be fine.